Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced a bent cannula with four of her infusion sets and due to which she experienced high blood glucose level (yesterday, at 04:30 pm), headache, vomiting, was feeling sick and weak. Therefore, she tried to treat it with manual injection but yesterday ((B)(6) 2021), at 06:00 pm, she ended up in the emergency room due to high blood glucose level of 26.1 mmol/l and she was tested for diabetic ketoacidosis as she had high ketone levels. Reportedly, she just changed the infusion set in the morning, it was used for 8 hours. After staying for six hours in emergency room, the patient was released. She got back with blood glucose level of 14 mmol/l and when she went to bed, her blood glucose went to 21 mmol/l. Therefore, when she removed the infusion set, she noticed that the cannula was bent. Currently, her blood glucose level was 11.7 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.